Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Reported an nst recording transmitted to home monitoring which showed baseline wander on the far-field channel and intermittent noise on the rv channel. Noise noted on the far-field channel in other recordings as well. Short rv interval count has been intermittently greater than zero since (B)(6) 2020. Lead to be evaluated further and remains implanted.